Event description:
The rptr stated that he did a meter to lab test comparison. His am fasting blood glucose test reading was 127 mg/dl. He went to a dr's appointment, an hour later, and a lab test (venous) result was 167 mg/dl. The rptr did not have any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8